Manufacturer narrative:
(B)(4). (B)(6). The actual sample was not returned for evaluation; however, a retained sample was visually inspected and no issues were detected; the set met product specifications. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that black spots were observed inside the drip chamber of a vented paclitaxel set. The reported condition was occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.